Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed carbohydrates to address bg. Reportedly, emergency medical technicians (emts) were called and took the customer's vital signs but no treatment was provided. Recommendation was made to consult with healthcare provider regarding diabetes management. It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu.